Event description:
It was reported that the supera stent was implanted in the heavily calcified, moderately tortuous, proximal, left popliteal artery on (B)(6) 2025. On (B)(6) 2026, a re-intervention procedure was attempted to treat 100% restenosis in approximately 10 mm of the stent. The stenosis was in an area of the stent, where the stent did not look right (deformed). Multiple guidewires were attempted, but none were able to cross the restenosis. The patient will be referred for surgical intervention (bypass). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of stenosis is listed in the supera peripheral stent system instruction for use as a potential adverse event. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified, moderately tortuous, and 100% stenosed anatomy contributed to the reported stent material deformation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly the patient will be referred for surgical intervention (bypass). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.